Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4) b5: describe event or problem - additional information g2: report source - correction g2: report source other ¿ additional/correction: please remove "caretaker (non-medical professional)" and leave it blank on initial (B)(4) g6: type of report- additional information h2: type of follow up - correction/ additional informational

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing issue occurred. Performance data was reviewed. A pairing issue was not found within the investigation window. The allegation was not confirmed. However, signal loss over an hour was found in connection to the reported allegation. The probable cause of the signal loss was determined to be the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.